Event description:
A surgeon reports a pt developed endophthalmitis six days following intraocular lens implant surgery. The pt was sent to a retina specialist the day of diagnosis. Treatment included an anti-inflammatory, a glaucoma medication and antibiotics followed by a vitreous tap and ppv in 2007. Follow-up with the implanting surgeon indicates that the pt is doing better following treatment. The cause of the endophthalmitis is not known. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number. Additional info has been requested by fax and by mail on 01/21/2007. A completed questionnaire was rec'd in 01/25/07 and phone follow-up was conducted on 01/30/07 and 02/09/07.